Event description:
A 73 year old female with ami/cardiogenic shock was supported with an impella cp (sn (B)(6)) inserted via the right femoral artery on (B)(6) 2026 at 14:55. After device removal on (B)(6) 2026 at 09:30, the right distal pulse was absent and not detectable by doppler. The foot remained pink and warm. The patient was taken to the cath lab, where multiple thrombectomies were performed from the right leg to the foot. Distal flow was restored and the ischemia resolved. The patient survived to explant and post explant interventions. Although the ischemia resolved after intervention, the event represents a serious injury with the potential to cause permanent impairment if untreated. Ischemia is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Ppae (ischemia/thrombosis) : the cause of the injury was not determined due to insufficient clinical details.